Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available.

Event description:
New information received notes that the device was checked few weeks prior to patient¿s death and was functioning normal. Physician believes that the death was related to patient¿s ischemic heart disease and was not related to device in any way.